Event description:
I started noticing significant weight gain, brain fog, memory loss, trouble focusing, sensitivity to light, depression, anxiety, heart palpitations, hypothyroidism, digestive problems, food sensitivities and allergies, skin break outs, muffled hearing in one ear, trouble breathing, and tingling/numbness in extremities.